Event description:
It was reported that during a stenting treatment procedure, the patient experiences neck pain and dysphonia. The target lesion was located in a moderately tortuous, highly calcified subclavian artery. A choice guide wire was introduced and pre-dilatation was performed using a 6.0 x 20mm sterling balloon catheter. The choice guide wire was then changed out for an amplatz super stiff guide wire. The 8 x 57mm express vascular stent delivery system (sds) was advanced but could not cross the entire lesion. Resistance was encountered and the device became stuck. The patient complained of neck pain and dysphonia. The sds was withdrawn and the procedure was completed with an 8 x 27mm express vascular stent. The pain dissipated within minutes of completing the procedure. The patient was monitored post procedure, but no further complications were reported. The patient's status is stable. The physician felt that the device affected the pharyngeal artery in the neck.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).